Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event the reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. This would contribute to the reported event. Heartware has opened an internal investigation to evaluate these reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Log file analysis review date: may 19, 2015. Data through: may 19, 2015. Normal power consumption; 1 controller fault alarm was logged on (B)(4) on (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient woke up and disconnected from the ac adapter. The patient went to the kitchen with only one power source connected to controller. When the patient returned to bed and reconnected to the ac adapter as second power source. The patient states that they heard an alarm but thought it was a low priority power alarm. In clinic later that morning the ventricular assist device (vad) coordinator saw a controller fault alarm on history from early morning and sent log files for analysis. A controller exchange was recommended by engineering for controller automatic power switch fault not caused by electrostatic discharge. The controller was exchanged with no reported consequence or impact to the patient. No additional information was provided.